Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown), the one step complete pads would not connect to the defibrillator's associated one step pacing cable. Complainant indicated that the clinician switched to a set of stat pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's one step cable was removed and returned. The reported malfunction was observed and attributed to a broken plastic tab on the one step cable. A replacement one step cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.